Event description:
It was reported that the lead exhibited a sensing anomaly. Clavicular crush was suspected. The lead was explanted.

Manufacturer narrative:
Final analysis found the proximal and distal insulations damaged and all five wires of the proximal coil fractured at 33.5 cm from the connector due to clavicular crush.